Event description:
It was reported that the home choice (hc) was beeping but no alarm was displayed on the screen. The event occurred during use on the home choice (hc). The home patient (hp) stated the indicator light by the procard had been flashing yellow the entire time. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A device history review and service history review were completed with no issues noted related to the reported condition. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A short therapy was performed on the device successfully. The event history log had been erased, there were no alarms or therapies recorded. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.